Manufacturer narrative:
The device was not returned for analysis. The analysis is therefore based on the inspection of the quality documents associated with the manufacture of this particular device. The manufacturing process for this device was re-investigated. All production steps had been performed accordingly. There was no sign of any inconsistency during the manufacturing process which might be related to the clinical observation. In summary, the device was not returned for analysis. The review of the quality documents confirmed a regular device manufacturing.

Manufacturer narrative:
The analysis of the lead demonstrated a damaged insulation at a distance of some 23 cm distal to the is-1 connector pin. In that section, the lead body was found squeezed and deformed. Based on the characteristics as well as the location of the damage, it is reasonable to assume that the lead had been subject to excessive mechanical forces as the result of clavicular first rib entrapment. The analysis did not reveal any sign of a material or manufacturing problem.

Event description:
Boston scientific received information that during review of a stored atrial tachy response episode, slight noise was observed on this right ventricular lead. The noise was oversensed for 2 cycles. A decrease in pacing impedance measurements was also noted from 670 ohms to 540 ohms. An x-ray was performed which revealed the terminal pin may not be fully inserted in the device header. An additional x-ray showed possible lead on lead contact between the right atrial lead and this rv lead. An invasive procedure was performed. The patient's entire system was explanted and replaced. No adverse patient effects were reported. This lead has not been returned for analysis. This report will be updated should additional information become available. The event and explant dates provided do not make sense so they were left off of this report.